Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error 24. This alarm is generated when a power failure is detected. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed for the reported event. The customer reported a critical pump error 24. The customer was unable to fully reset the pump after removing the battery. No harm requiring medical intervention was reported. A product return for mmt-1712k was requested and the customer response was the pump will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No unexpected frozen screen display anomaly noted. The history was download successfully using thus software. The history was download successfully using thus software. However, the long trace history file confirm pump error 24 alarm (vcc voltage) on (B)(6) 2024 15:38:00:000 pm due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label, broken belt clip rails, missing display window cover, and cracked keypad overlay at select button. Unit was confirmed for pump error 24 alarm due to moisture damage. No unexpected frozen screen display anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.